Manufacturer narrative:
The siemens healthcare technical service center (tsc) was in touch with the customer, and monitored the data throughout the course of several days. Qc data was within specification. No further conclusions can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, erratic sodium results were obtained on an advia 1800 versus an alternate instrument for one pt, a premature, (B)(6). The customer was uncertain as to which results were correct. The results were reported to the physician, who analyzed both sets of data, and treated the pt using all of the data and checking the symptoms of the pt. The baby was stable, treated with medications for seizures and other complications of premature birth. There were no further reports of pt intervention or adverse health consequences due to the discordant sodium results.